Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had a monitoring voltage of 2.77 v after 27 months of implant. Three months prior the monitoring voltage was 2.9 v. There was a concern the battery was depleting prematurely. No adverse patient effects were reported. Additional information was received indicating this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Technical services (ts) discussed this device was not affected by the shortened replacement window advisory. Ts also discussed a save to disk could be sent in for analysis. The available information suggests this device remains in service. Should additional information become available this event will be updated. This device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.